Event description:
A surgeon reported that the intraocular lens (iol) was noted to have a mark on it after it was inserted. The iol was cut into two pieces in order to remove it during the same surgical procedure. It was reported that the capsular bag tore during these manipulations.